Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report that the customer reported that the heart rate displayed on the console host and gantry was faster than the actual heart rate of the patient. The customer alleged that the difference in the heart rate shown and the actual heart rate could result in the trained professional administering beta blocking drugs when not required.